Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that the patient underwent an intrathecal infusion opioid pump implant adjustment procedure. The patient had a sudden lowering of consciousness level due to probable opioid intoxication and experienced respiratory depression. General care was performed, a code yellow was opened, they did ¿reversed intoxication¿ and transferred the patient to the intensive care unit (ICU). Telemetry of the device by the attending physician was taken from the pump to ensure patient safety, which reportedly showed evidence of ¿pump failure.¿ the infusion of the drug was interrupted via telemetry. At the time of the report, the issue was not resolved.